Event description:
Device report from synthes (B)(4)reports an event in (B)(6) as follows: the patient had a degenerative scoliosis. In xlif, the surgeon finished to fix finally t11 ¿ l5 in the posterior. The other surgeon mentioned a spondylolisthesis, so the surgeon tried to extend the fixation to s1. The surgeon tried to open the final fixed head by the remobilizing instrument, however it didn't work well and inner cylinder of it deformed and finally jammed and did not move. The surgeon succeeded to extend the rod to s1 by careful bending into the fixed head. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The complained article was sent to the responsible product manager for investigation; here the feedback: the inner cylinder is bent in the section by the t-handle. This shows us that it does not function as intended. The complaint condition is likely a result of too much force was applied crosswise to the handle. The present remobilization tool was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. This article was manufactured on february 2012. No product fault could be detected.